Manufacturer narrative:
H6: a review of the manufacturing records for the device verified, that the lot met all pre-release specifications. H6: codes c21, d16 updated to reflect results of investigation. H6: code d12: according to the gore® dryseal flex introducer sheath, instructions for use (IFU): adverse events that may occur and /or require intervention include, but are not limited to embolization (micro or macro) with transient or permanent ischemia.

Event description:
On (B)(6) 2024, this patient underwent endovascular treatment for an abdominal aortic aneurysm and a left iliac artery aneurysm using gore® dryseal flex introducer sheath, gore® molding & occlusion balloon, gore® excluder® conformable aaa endoprosthesis, and gore® excluder® aaa endoprosthesis. A 16fr sheath (dsf1633/27812478) was inserted from the right femoral artery but could not be advanced. The sheath was withdrawn and checked, and a fine split in the tip of the dilator was found. The use of the sheath was discontinued and a new 16fr sheath (dsf1633/28070612) was used. Also, the ipsilateral and contralateral sides were decided to change (switch) the left and right from the plan. No patient harm was reported. The second 16fr sheath was advanced to a position beyond the left internal iliac artery and other devices were manipulated in that state. During measurement at the time of additional implantation of a contralateral leg endoprosthesis on the ipsilateral side (left side), an occlusion of the left internal iliac artery was identified but was not treated. Reportedly, calcification was observed in the bilateral common iliac arteries and near the terminal aorta. Reportedly, preoperative CT on (B)(6) 2024) showed patency of the left internal iliac artery. Whether the occlusion occurred during the procedure or preoperatively is unclear, and it was reported that the possibility of occlusion due to intraoperative thrombus dispersal by the second 16fr sheath could not be ruled out.

Manufacturer narrative:
H3: code "other" was selected as the medical device was discarded at facility. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.